Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon string comes out [device breakage] string is getting smaller and less sturdy [device physical property issue] case narrative: consumer reported via e-mail that the tampon strings come out upon removal. No injury reported.